Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm,pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring pump error alarm. The customer¿s blood glucose was 5.4 mmol/l at the time of incident. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.